Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not currently using the insulin pump or the sensors due to the issues she had. Customer indicated that she stopped using the sensors because she was getting inaccurate readings. Customer took herself off the pump because she was not getting a delivery and it did not alert her, so she ended up in the hospital. No additional information provided.